Event description:
An 81 y/o on IV pump for administration of reopro which was to be infusing at the rate of 17 cc/hr from a 250 cc bag. Within two hrs the bag had infused totally. (200cc/hr). Pt required increased monitoring with no adverse outcome.